Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a pharmacist with supplemental information by the nurse from (B)(6) of abdominal pain, bacterial cloudy effluent, and bacterial catheter site infection with culture positive for staphylococcus aureus in a (B)(6) male patient, coincident with physioneal 40, unknown bag therapy. On (B)(6) 2011, the peritoneal dialysis (pd) catheter was placed for initiation of continuous ambulatory peritoneal dialysis (capd) therapy. On (B)(6) 2011, the patient's dressing was changed. On (B)(6) 2011, the patient experienced abdominal pain caused by an empty abdomen. At that time, the patient began physioneal 40, unknown bag therapy, (total volume 200ml) (frequency not reported), intraperitoneally (ip) for (pd) and (capd). A drop of liquid was seen on the connector at catheter site. The catheter was shortened and the patient received prophylaxis treatment with cefacidal (cefazline) (1g, ip, frequency not reported) and fortum (cefatazidime) (ip, dose and frequency not reported). On (B)(6) 2011, the peritoneal effluent dialysate was very cloudy. On (B)(6) 2011, remedial treatment was switched to vancomycin and bactrim (sulfamethoxadole/trimethoprime) (dore, route and frequency not reported). On (B)(6) 2011, the peritoneal effluent dialysate was limpid. At the time of this report, the patient received extraneal viaflex (2l, frequency not reported). It was not reported if the events of abdominal pain and bacterial catheter site infection with culture positive for staphylococcus aureus had resolved. The event of bacterial cloudy effluent had resolved. Extraneal and physioneal therapies were ongoing. The reporter believed that the infection was due to catheter break. A causality statement was provided for the events of abdominal pain, bacterial cloudy effluent a and bacterial catheter site infection with culture positive for staphylococcus aureus. Additional information regarding this event has been requested from baxter (B)(4).

Manufacturer narrative:
(B)(4). The customer reported condition of peritonitis was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be submitted if additional information becomes available.